Event description:
There was an allegation of questionable results from the cobas 8000 cobas ise module (double). The sample was repeated due to a negative anion gap. The initial sodium result was 134 mmol /l. The repeat result from the same analyzer was 140 mmol/l the repeat result from another analyzer was 141 mmol/l. The result of 140 mmol/l was believed to be correct.

Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The field service engineer found an issue with the fluidic system and found the ise had failed calibration. He cleaned the ise chamber, adjusted the ise vacuum nozzle, reset all the electrodes, and ran an ise check. Calibration and qc were performed and were within the acceptable limit. The investigation determined the service actions resolved the issue.